Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on site and replaced the iesu generator due to the errors. The system was tested and verified as ready for use. Isi has not received a da vinci product involved with this complaint to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted retzius-sparing prostatectomy procedure, the customer encountered a persistent integrated electrosurgical unit (iesu) generator error. Prior to calling an intuitive surgical, inc. (Isi) technical support engineer (tse) for assistance, the user had attempted multiple power cycles with no change to the faulty condition. The tse reviewed the logs and noted multiple errors. The tse advised performing one additional iesu power cycle, but the issue persisted. The tse explained that two options were available. One option was to utilize another vision side cart (vsc) from another da vinci system at the site. However, all other three da vinci systems at the site were in clinical use. The second option was to use a covidien/force triad generator (a third-party manufacturer device) along with the interconnecting system cable. The customer did not have a third-party generator available at the time. The customer inquired about the use of a ft10 generator. The tse informed the customer that the ft10 generator is not validated for used with the da vinci system and could not be used. The nurse called back an unspecified time later indicating that they had a force fx generator and the energy activation cable. However, the force fx generator was not compatible. The customer elected to connect the ft10 generator due to the clinical urgency. The tse reiterated that the ft10 generator was not validated for use with da vinci system. The nurse messaged the tse later and informed the case had been aborted but they were content that they had a working diathermy to control bleeding and close safely.